Event description:
A nurse reported a corneal burn occurred during an od cataract with iol procedure. Sutured wound to close. The patient outcome was not provided, but they stated there was no injury. No consumables were saved for evaluation. Additional information has been requested.

Manufacturer narrative:
No samples have been returned for investigation, including root cause analysis to date. Provided the customer with additional information regarding possible causes of thermal injuries.